Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about experiencing high blood glucose and stated he feels the insulin pump is not functioning properly because his blood glucose does not reduce. Blood glucose level is 445 mg/dl; customer treated with insulin bolus from insulin pump. Customer did not contact his doctor. During troubleshoot; customer stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer stated that time, date and basal rates are set up correctly. No alarms were found in the alarm history and bolus are recorded in the history. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Insulin pump passed the high pressure test. Customer stated he will start using a new insulin pump he has. Nothing further reported.